Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had pump error alarm. The customer's blood glucose value was unknown. Customer stated she noticed insulin inside the reservoir compartment so she cleaned it with a (B)(6). Customer was reporting a past event and stated she did this step last night and stated leak was not occurring from reservoir barrel or o rings. Customer reports o-ring inside lip of reservoir compartment was not missing. Customer reported self test failed and pump shut off after test was complete. Customer stated she received an alarm. Customer stated they were able to clear the alarms. Customer was able to complete rewind but the displacement test failed and pump shut off after the self test was complete. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime or a33 test, excessive no delivery test , occlusion test and self test. No a45 error found in history file. No moisture noted in the reservoir tube.